Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products: associated MDR #1225714-2013-03069.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-03068 and 1225714-2013-03069. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient's experience was sudden in nature. Approximately one month later the patient experienced another sudden cardiac event and expired, which is alleged to have been caused by the product administered during dialysis treatment.